Manufacturer narrative:
(B)(4). Follow up no photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001622776 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records, no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information, we were unable to identify a root cause within our process that could impact the efficacy of the medication included in our kits. As the medication is supplied by an external partner, we have notified them of this incident.

Event description:
It is reported patient did not have adequate numbing and felt discomfort during the surgery. Event description: the tray they used was ref 400866 lot 0001622776. There was an incident when this tray was used for spinal anesthesia prior to a cesarean delivery, and the patient did not have adequate numbing and felt discomfort during the surgery. Sedation was necessary for the surgery, and the patient experienced 10 out of 10 pain immediately following the procedure, and required use of a pca pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.